Manufacturer narrative:
(B)(4). Additional devices implanted and/or related to this event: ceb231010a/14901271.the review of the manufacturing paperwork verified that these lots met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular procedure using a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis. The patient tolerated the procedure. It was reported the patient presented for a left hypogastric ibe revision (date unknown). Reportedly, the ibe did not provide accurate seal in the hypogastric artery at the time of placement. A reintervention was performed on (B)(6) 2017, utilizing a gore® viabahn® vbx balloon expandable endoprosthesis. The patient tolerated the procedure.

Manufacturer narrative:
Correction: upon further investigation, it has been determined there is no allegation of deficiency on the ceb231010a/14901271 device.